Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink continu-flo solution set had particles in the filtered solution. This occurred during a simulated infusion of monoclonal antibody liquid drug product. The reporter stated that the original drug product had visible and sub-visible particles. After the drug was run through the set¿s micron filter, there were still ¿many visible particles and thousands of sub-visible particles of =2 um size¿ identified in the filtered solution. It was further reported that there were particles identified in the filtered solution up to =25 microns in size. There was no patient involvement. No additional information is available.